Event description:
It was reported that the patient experienced a loss of therapeutic effect (nausea) for about 6 hours and still had nausea at the time of report. The patient had an appointment scheduled with her physician for (B)(6) 2012. It was noted the patient had been "wanded" prior to going into a hospital. Additional information received reported the event was due to the patient having been electrically "wanded" for security purposes at a hospital unit. After the patient was "wanded" the implantable neurostimulator (ins) settings appeared to have changed. Impedances were within normal limits. Reprogramming took place on (B)(6) 2012. There was no surgical intervention and the patient did not require hospitalization. The patient recovered without sequela.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2008, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2008, product type lead.